Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
(B)(6) 2023, it was reported by a distributor via (B)(4) that an ar-2324kbcsp swivelock eyelet broke during insertion. All the broken fragments were successfully retrieved, and the case was completed using another ar-2324kbcsp swivelock. This was discovered during an rcr procedure (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was discarded by the facility and will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.